Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by cubies not appearing on the communication bus. A field service engineer reseated the row board connections on the drawer controller board to address the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using bd pyxis¿ medstation¿ es auxiliary drawer 5-1 pockets kept popping out. The customer confirmed malfunction occur when user trying to issue medication to patient. There were no adverse events or injuries reported based on this incident.